Manufacturer narrative:
Investigation: the complaint was investigated for the customer getting a temperature errer message using z6ms transducer. The transducer was returned, and an investigation was performed. Engineers were able to reproduce an acquisiton 31 error. The cause of the issue was determined to be a gastro flex thermistor reliability issue; this is related to design. Improvements to the gastro flex trace were implemented into forward production, since july 2017. The transducer returned from the customer site was manufactured prior to the corrective action. The transducer was replaced at the site by service. (B)(4)

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the transducer generated a temperature error message (usacquisitionhw_31) when the user connected it to the ultrasound system. There was no procedure being performed when the error occurred. There was no patient involvement and the transducer was taken out of service. No additional information was provided.